Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a neurologist that a vns pt had high lead impedance during system diagnostics immediately following generator revision surgery. No trauma or pt manipulation had occurred and the neurologist programmed the generator off. The review of neurosurgeon's handheld revealed that pt had high lead impedance at the time of surgery. Pt's x-rays were reviewed by manufacturer: the alignment of the positive and negative electrodes appeared to be normal. A gross lead fracture was visualized right after strain relief bend. The filter feed-thru wires appeared to be intact. The generator was placed in the left chest in a normal orientation. The connector pin appeared to be fully inserted. Revision surgery to address the lead fracture is likely but has not been scheduled.